Manufacturer narrative:
During testing leakage was noted from the disposable batteries in the battery compartment of the device. The customer contact's reported alarm condition was noted in the history, but not duplicated. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of error code 09/006/003. No additional info was provided. This is not a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.